Event description:
Patient allegedly received an implant due to deep vein thrombosis (dvt) prophylaxis prior to right total knee replacement. Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "fear and anxiety that the filter will continue to perforate the small bowel or aorta and that will cause death. Experience pain in lower right back with pain and swelling radiating down right leg. The pain and swelling has disrupted daily life and impaired my ability to move and walk".

Manufacturer narrative:
Additional information: h6 (patient codes). Investigation: the following allegations have been investigated: organ perforation, pain, leg swelling, anxiety, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported pain, leg swelling, anxiety, fear, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, there is one other complaint reported against the lot. The associated work order was reviewed. No related / relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation." Additional information provided 20may2020: patient allegedly received an implant via the right groin. Per the (B)(6) 2019 computed tomography (CT) abdomen: "there is an ivc filter present within the inferior vena cava relatively parallel to the central lumen of vessel. The tip of the apex contacts left side of the inferior vena caval wall. Filter begins with the apex at the level of the right renal vein. The lower struts all protrude through the lumen into adjacent fat and contact the vertebral body. There is contact and possible perforation into the 2nd portion of the duodenum with 1 of the struts seen on image 79. There is probably contact of the aorta by 1 of the left lateral struts but is difficult to visualize because of significant artifact from metal at the anterior vertebral body margin". Patient outcome: it is alleged that the [pt] was injured without further explanation.